Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was used for about four clips, but on the fifth firing there were not clips. They had not used 15 clips. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout, empty additional information: (B)(6). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted that the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.